Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. An autopsy was not performed and no equipment is available for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found expired. The patient had reportedly fallen asleep on the sofa in the basement while others were upstairs. The system controller was not producing any alarms when the patient was found and the batteries were dead. It is unknown how long the patient had been expired before being found and no autopsy was conducted. It was reported that no one heard an alarm and whether the system controller alarmed could not be confirmed. According to the center, the cause of death listed on the death certificate was myocardial infarction (mi); however, the center disagreed with that assessment. No further information is available.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and patient¿s outcome could not be conclusively determined. The customer reported that the patient fell asleep and found expired by friends. There were no alarms at the time that the patient was discovered and the patient¿s batteries were reportedly depleted. An autopsy was not completed, but the reason for death was deemed myocardial infarction. Myocardial infarction is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.